Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having fallen, and experiencing "terrific" pain between the shoulder blade up through the chest. Furthermore, when the patient lays down at night, the pain is "horrific, its like fireworks going off in my chest". The device is still in use. There were no further patient complications reported as a result of this event.